Manufacturer narrative:
The insulin pump passed the displacement test. The device had a motor error alarm during basic occlusion test due to loose drive support disk. The motor was tested outside of the device and passed. The insulin pump was received with cracked case at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, cracked reservoir tube lip and missing end cap sticker.(B)(4)

Event description:
Customer's mother reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 204 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer was able to complete pump rewind. Customer received motor error more than once in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.